Manufacturer narrative:
Concomitant medical products: 97715, pain stim ipg. 977c165: pain stim, lead. Implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead warnings had triggered due to high impedance on the right atrial (ra) lead. In addition, polarity switches had occurred, and there was lead noise during atrial tachycardia/atrial fibrillation episodes. The health professional also inquired if the patient's neuro stimulator could be the cause of the polarity switches; they indicated that the patient had a temporary stimulator for several months prior to the implant of permanent neuro stimulator. No further information could be obtained through follow-up with the clinic. The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.